Manufacturer narrative:
Evaluation summary: scanning electron microscopy (sem) analysis shows the presence of third body particles typically found in bodily fluids and bone cement. The particles present on the poly could potentially lead to the type of wear exhibited on the returned articular surface. Evaluation codes: device history records indicate all components were manufactured and inspected to specification. Scanning electron microscopy (sem) analysis / energy dispersive spectroscopy (eds) analysis was performed. No manufacturing abnormalities could be detected by either method.

Event description:
It is reported that the patient was revised in 2009, due to wear on the backside of the poly surface. Implant date is unknown.